Event description:
It was reported that this lead was an attempted implant. During the procedure, there was poor sensing in the right ventricle, and it was necessary to reposition the lead at least eight times to achieve capture. Upon attempting to move the lead again the helix would not extend. The lead was exchanged, and then the procedure was successfully completed without adverse effects. The lead is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection showed that the lead insulation was bunched, and the conductor coils were deformed at approximately 125 mm from the terminal end. This is consistent with the lead being placed through a constricted area. Testing was then completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was also performed, and a blockage was encountered at approximately 10 mm from the terminal end due to bird's nesting. Xray revealed a deformed and tangled inner coil.

Event description:
It was reported that this lead was an attempted implant. During the procedure, there was poor sensing in the right ventricle, and it was necessary to reposition the lead at least eight times to achieve capture. Upon attempting to move the lead again the helix would not extend. The lead was exchanged, and then the procedure was successfully completed without adverse effects. The lead was received for analysis.